Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, implant rupture. Discovered by ultrasound. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced. Side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported implant rupture discovered by ultrasound. Device has been explanted and replaced. This relates to the left side.